Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was having problems with air bubbles as well as insulin leaking from the reservoir. It was stated that the insulin pump got wet, due to the insulin leaking from the reservoir. Nothing further was reported.